Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 418 mg/dl. The customer checked and her blood glucose level was 274 mg/dl at the time of call. The customer reported that she went through two infusion sets within the last 3 days. The customer will be sent a replacement infusion set box. The insulin pump will not be returned for analysis.